Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow up # 1 date of submission 01/31/2017. Correction to additional manufacturer narrative. Correction to evaluation code: conclusion code. The correct conclusion code in this investigation is (B)(4). Correction to type of reportable event: the type of event is a malfunction.